Event description:
Surgeon informed that during surgery in a patient with congenital pseudarthrosis, for replacing an existing fassier duval nail by a larger one, the female retriever (frt100) used for the removal presented a misalignment of the two halves, causing that the instrument did not fit with the hex hole of the implant to be removed.